Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
When h-s2518 (c121790) was subjected to esd hemostasis with a product of the same standard, it could not be energized. Continue and complete the procedure with the same standard product. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: when the product was connected to a high-frequency surgical device vio300d (manufactured by elbe) and an energization test was conducted, it was confirmed that there was no energization failure and that the cup was energized. The cause of the inability to conduct electricity is that coagulated substances such as coagulated tissue and blood adhered to the cup and interfered with conduction, resulting in poor conduction.